Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a renal biopsy procedure, when the trigger was pressed, the sample notch came out but the outer cutting cannula allegedly could not be advanced. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a renal biopsy procedure, when the trigger was pressed, the sample notch came out but the outer cutting cannula allegedly could not be advanced. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have residue throughout the needle and the device was received half primed with the top slide pulled back. On further observation, a bend was noted to the needle. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is confirmed for the identified bent needle as the needle was noted to be bent and the investigation is inconclusive for the reported failure to fire as the further functional testing cannot be performed due to received device's condition. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025), g3, h6 (device) h11: b3, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.